Manufacturer narrative:
After further clinical review this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A mfg review was conducted and the reported lot met all release criteria. The probe was returned clean, with the aperture approximately 80% closed. The probe cover was returned with a brown mark on the outer side of the distal end of the cover. The brown mark on the probe cover was examined closer under magnification (10x) and black flecks were found suspended in the brown substance. Photo reviewed shows an encor probe and tubing lying in an opened encor probe tray. There is a needle protector on the probe needle, and the probe cover is attached to the probe. Based on the photo provided, the investigation is confirmed for foreign material on the probe, however the identity of the brown material cannot be identified. The investigation is confirmed for foreign material on the probe cover. However, based on available info and the results of the ftir scan, it could not be confirmed that the brown material on the probe cover was blood. Based on the results of the ftir scan and available info, the definitive root cause not be determined. It is unknown whether pt and/or procedural issues contributed to the event. The encor biopsy probe instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound guided breast biopsy procedure, probe was removed from its packaging, placed on the driver when dried blood was observed on the probe base cover. The procedure was performed with another probe. There was no pt involvement.